Event description:
A pt reported he/she has worn acuvue advance contact lenses for about 5 years. The pt received a new supply and wore them for about 2 months and developed "red eyes". The pt reported seeing an ophthalmologist and was told that he/she had an "infection" in both eyes and was prescribed two types of eye drops. The pt did not know what type of "infection" he/she had and did not know the name of the medications that were prescribed. The pt reported using the medications for a "few weeks" and his/her eyes cleared. The pt tried another pair of acuvue advance contact lenses from the same boxes and again had "red eyes" ou. This report is for the right eye. The pt said he/she removed the lenses and his/her eyes cleared. We requested the pt to release information from his/her eye care professional (ecp) to allow us to get additional information about this event and we sent the pt postage paid labels to have the product in question returned. The pt has not released information and has not returned the product. The ecp has refused to provide information. This is being reported as we cannot rule out that a serious injury occurred. A device history record review was conducted; the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Labeled for reuse. Device not returned. No evaluation will be performed; no conclusions can be drawn.